Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter had a split where the adapter connects the transfer set to the patient side. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter had a split (like a cut) where the adapter connects the transfer set to the patient side, which was noticed due to a leak noted by the patient's parent. The catheter was repaired. The patient developed peritonitis, and was admitted to the hospital for two weeks. The patient required antibiotics.